Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the pump operating as intended, and the reported driveline-related alarms could not be confirmed through this evaluation. A direct correlation between the reported events (driveline-related alarms, driveline infection) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The system controller event log files contain data from (B)(6) 2021 at 22:06:46 through (B)(6) 2021 at 15:24:04, and (B)(6) 2021 at 17:33:03 through (B)(6) 2021 at 11:24:29. Power cable disconnect alarms were captured on (B)(6) ¿ refer to pi-2021-0107621-02 for the investigation of these alarms. The alarms cleared shortly after activating due to the voltages increasing to their appropriate value. No additional atypical alarms were captured. Calculated average flow ranged from 4.0-5.5 lpm. The system controller periodic and lvad log files were unremarkable. The pump operated as intended at the set speed. The alarms reportedly resolved after a controller exchange (refer to MFR. Report # 2916596-2021-04874). The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists infection (local, driveline and pump pocket) as an adverse event that may be associated with the use of the hm3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The hm3 lvas patient handbook, rev. C, is also currently available. This handbook also contains information about preventing infection. Section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number for the mobile power unit (mpu) is 2916596-2021-04844. The related manufacturer report number for the system controller is 2916596-2021-04874. It was reported that the patient's left ventricular assist device (lvad) beeped while the patient was connected to power source. Alarms could not be identified for the beeps that occurred on (B)(6) 2021 from 12:00am to 2:00am and on (B)(6) 2021 around 2:00pm. There were no unusual events seen within the log files. The mcs equipment was operating as expected. The patient continued to experience short alarms that are not registering in the system monitor history. The patient was unable to sleep because the device alarmed frequently overnight from (B)(6) 2021. These alarms appeared to be related to patient re-positioning. The patient also had a pseudomonas driveline infection. The infection was first treated with meropenem and fluconazole. The sight of the patient's infection site had wound vacuum assisted closure (vac), which he had pulled off twice. The log files were submitted for review. The log file did not capture any unusual events overnight on (B)(6) 2021. There was also no indication of any type of issue with the driveline. The patient has autism and picks and scratches at their driveline site. He has a wound vac in place for this infection, and has pulled it off at least twice. The log file shows the current in the driveline power conductors were normal. Power cable disconnect alarms were occurring when the white rubber portion, the part of the tubing that is to the right of the driveline, of the system controller extension was kinked. It became kinked when the patient was laying on the system controller at a peculiar angle. The alarm was able to be re-produced after physically kinking off that portion. Other vad related alarms that were noted were alarms due to driveline positioning on (B)(6) 2021, alarms with movement on (B)(6) 2021 and alarms for wires kinking on (B)(6) 2021 resulting in the patient back on battery. The power cable disconnects appear to be caused by the black power lead of the system controller. The black power lead may have a poor battery connection to the battery clip. A system controller replacement with software v1.7 is needed to resolve the issue. The patient has been admitted since (B)(6) 2021. The patient was continued on intravenous (IV) zosyn and IV tobramycin for resistant pseudomonas and on wound vac for driveline infection. The patient was transitioned back to coumadin after being on a heparin drip. Additionally, the patient's controller was exchanged on (B)(6) 2021.